Manufacturer narrative:
No data medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead was not revised and remain in use. The ra lead did not exhibit oversensing. It was also reported that the physician elected to remove the rv lead due to the concern there may be tissue retained in the screw/housing mechanism. This would potentially prevent the lead from working properly. The physician had no concerns regarding the ability of the rv lead to perform as expected.

Event description:
It was reported one day post operative that the right atrial (ra) lead exhibited undefined high bipolar impedance. The ra lead was revised. It was further reported that the right ventricular (rv) lead exhibited high thresholds and r wave measurements below range and the ra lead exhibited oversensing. The rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.